Event description:
It was reported that 2 unspecified bd pen needle was partially blocked. The following information was provided by the initial reporter: needle (partially) blocked.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 09-nov-2022. Investigation summary: two open pen needle samples were returned from an unknown lot. No., cat. No. Unknown. A clog test as per q-sop-183-dl was carried out on both samples and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the retuned samples therefore no root cause can be identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 2 unspecified bd pen needle was partially blocked. The following information was provided by the initial reporter: needle (partially) blocked.